Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid, clonidine and marcaine at unknown concentrations and doses via an implantable infusion pump. It was reported that shortly after having the pump implanted it alarmed in november. The caller stated that sometimes she felt like she was not getting medication and like she was going through withdrawal. It was also noted that sometimes she felt like she was getting too much medication and would start sweating. The caller was redirected to follow up with their managing healthcare provider (hcp). No further complications have been reported as a result of this event. Additional information was received from a health care provider on 2020-feb-28. It was reported that the patient only heard the alarm once or twice "around thanksgiving" and had not been trying to use her ptm at the time. An interrogation of the pump on (B)(6) 2020 did not show any events during that time. The cause of the alarm was not determined. The pump was explanted on (B)(6) 2020 due to an infection. They didn't know if the patient's symptoms were due to infection, withdrawal or another cause. The patient denied any breathing difficulty or excessive sleepiness during her post operative follow up visits. The infection was treated with the pump explant and antibiotics. She had complained of sweats but had no other symptoms suggesting withdrawal and her vitals were stable. No further complications were reported.